Manufacturer narrative:
The inner sheath referenced in this report was returned to olympus for evaluation along with the corresponding electrode, wa22306d. The evaluation confirmed that the reported event of the beak at the tip broke off the device. The broken fragment was returned and measured approximately 10mm. However, when the pieces were matched up together, it revealed one more missing fragment which is measured approximately 1mm. A visual inspection noted multiple scratches on the interior of the beak and the model number is fading off with stains. The release knob and locking ring are functional. The device fit into the outer sheath/working element with no problems and passed the leakage test. The electrode and loop were intact. The loop and the shaft of the electrode were observed to be slightly bent. No thermal damage or abnormalities were found on the blue and yellow posts. The electrode was tested and performed appropriately. Based on the investigation findings and similar device reports, the most probable cause of reported event can be attributed to an excessive force applied to the device during use, or thermal damage resulting in prolonged exposure from the resection electrode.

Event description:
Olympus was informed that the beak at the tip of the device broke off and fell into the patient during an unspecified procedure. The device fragments were retrieved using an unknown method. It is unknown if the procedure was completed using a similar device. No patient injury was reported. Limited information was reported. Olympus made multiple attempts to obtain additional information from the user facility via telephone and in writing but with no result.

Manufacturer narrative:
The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device.